Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up when device was interrogated a message appeared noting invalid parameters detected. After reprogramming the device to the desired settings, normal follow-up was able to be performed. It was undetermined the cause of the error message. A possible poor telemetry was suspected.